Event description:
The manufacturer received information that a ds2adv auto CPAP device has error code and no blower. There is no allegation of patient harm, serious injury, or medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was able to be confirmed. During evaluation of the device, the service center visually inspected the device and found the pca was burned. In addition, it was noted that pca is damaged, traces of burn and change of pca due to error 30 according to the service manual. The service center also found that the auto CPAP adv w/modem with burned components, blower box, blower, blower outlet seal, iso port and inlet/outlet seal were contaminated. The unit will be returned to the manufacturer's product investigation lab for further investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information that a ds2adv auto CPAP device has error code and no blower. There is no allegation of patient harm, serious injury, or medical intervention. The device was returned to a third-party service center for evaluation, and the reported customer complaint was able to be confirmed. During evaluation of the device, the service center visually inspected the device and found the pca was burned. In addition, it was noted that pca is damaged, traces of burn and change of pca due to error 30 according to the service manual. The service center also found that the auto CPAP adv w/modem with burned components, blower box, blower, blower outlet seal, iso port and inlet/outlet seal were contaminated. The unit will be returned to the manufacturer's product investigation lab for further investigation. The manufacture received new and relevant information on 03/30/2026. The ds2adv auto CPAP was forwarded to pil (product investigation laboratory) for investigation. During the investigation, pil used good known power supply and ac power cord with the ds2adv auto CPAP device, tried to power it on, and observed no air flow also service required message was shown in display. Therapy was initiated and airflow was verified. The heated tube was warm and functioned properly. No odor was observed. Pil conducted both external and internal inspections of the device and observed the following: dust-like contaminant on the ui display bezel, top enclosure, center enclosure, iso port, inlet/outlet seal, inside the blower box, blower, blower seal, blower box, heater plate, heater plate spring, and bottom enclosure. Also observed dried liquid spots with potential mineral deposits on the ui display bezel, top enclosure, center enclosure, iso port, pca, inside the inlet of the blower box, on the blower, blower box, heater plate, heater plate spring, and bottom enclosure. Hair-like particles were observed on the ui display bezel, inlet/outlet seal, blower, and bottom enclosure. Burn markings were observed on the ui display bezel, ui ribbon cable, and iso port, likely due to thermal damage of the pca. The q3 component on the pca was observed to have thermal damage to it. The pca was also observed to have areas of corrosion on it. Both issues were likely due to liquid ingress to the pca. Additionally, the service engineer identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Lastly, the pil was not unable to address the symptoms outlined in the complaint. In this report box d and box h has been updated/ corrected.